Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage on the filter vent could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch generated a leak during patient use. The reporter stated, ¿leakage on filter vent.¿ the medical device's current situation is it is currently under investigation. The sample is not available for return. There was no patient harm reported.